Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) and a cartridge alarm 16 (delivery request fail) occurred during the load process. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Reportedly, the cartridge was filled with 300 units. The customer's blood glucose (bg) level was 246 mg/dl and the bg level was addressed with a bolus via the pump.